Event description:
It was reported that during an implantation of a variax 2 clavicle plate, the locking screw would not lock into the plate and would only spin. The screw was removed, a new pilot hole drilled through the same plate hole, and a second screw was implanted with the same result. The second screw was removed and the surgeon utilized a cerclage technique in order to ensure fixation. Surgery was completed successfully with a delay of approximately 5 minutes.

Manufacturer narrative:
Correction: please refer to section d9/h3, the device was returned. The reported event could be confirmed based on the damage pattern shown at the locking thread. The returned locking screw was inspected under a microscope. The thread below the screw head which is intended to lock the screw in the plate, shows some material removal, most probably during the screw insertion. However, no major damage was noticed. A potential non-conformity report was initiated to address this event. The comprehensive root cause analysis of the potential ncr included a surface and microstructure analysis as well as nano-indent hardness measurement of variax1 and variax2 screw samples by the fraunhofer institute on behalf of stryker. Further internal investigation efforts were focusing on the anodization color difference between variax1 and variax2 screws. Significant differences between the screws which could result in the reported complaints have not been revealed in either fraunhofer or stryker investigations. Excessive in-house handling and bench testing with variax2 screws from various manufacturing batches showed that locking is achieved as intended. The desired increase in torque indicating to the customer that the screw is locking in the plate, can be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No deviation from the specifications was noted. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Considering the information given and based on the above investigations a root cause of the reported event could not be determined. If any further substantial information is provided, the investigation report will be updated.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that during an implantation of a variax 2 clavicle plate, the locking screw would not lock into the plate and would only spin. The screw was removed, a new pilot hole drilled through the same plate hole, and a second screw was implanted with the same result. The second screw was removed and the surgeon utilized a cerclage technique in order to ensure fixation. Surgery was completed successfully with a delay of approximately 5 minutes.